Event description:
It was reported that the right ventricular (rv) lead was oversensing and an x-ray showed that the rv lead pin was not inserted completely into the device header. A revision was scheduled to reconnect the lead in the proper way. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) x2 implantable pacing leads (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.